Manufacturer narrative:
A) the IV set was not returned to the manufacturer for evaluation. B) the initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016. C) zyno medical submitted an e-MDR (3006575795-2016-00015_complaint (B)(4)) on 08/23/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event. Not returned to the manufacturer.

Event description:
The user reported "problems with filtered tubing leaking above the filter site. Two incidents over the last month, one of which was arsenic and incredibly toxic once airborne. The patient was not injured or harmed but the fluid did spill on the patient and on her belonging (purse/bag, blanket and dress) which was disposed of. Cleaning up the chemo spills is dangerous and super time-consuming."